Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the coating of the insertion tube was peeled off. The peeling of the coating is most likely attributed to physical /chemical stress. However; a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope insertion tube coating was peeled off. There was no patient involvement.